Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. On 14-august-2015, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse spoke with the customer and advised her to remove the table cover. She found a cup on its side. The fse advised the customer to clean the table and the cup chuck. The customer was able to run without any errors. All errors cleared and the aia-900 instrument is operational. No further action is required by field service. The most probable cause for error 4271 incubator home detect was a tipped over cup in the rotor.

Event description:
On (B)(6) 2015, a customer reported error 4271 incubator home detect on the aia-900 instrument. The customer rebooted the instrument and completed the all set home function but the error persisted. The customer is unable to run patient samples on prl, pth, fsh, and lh. On (B)(6) 2015, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for prl, pth, fsh, and lh. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.